Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient complained of pain upon bending over at the waist, and it was suspected that the ventricular lead may have been restricting the patient's movement. The patient's physician suspected that the pain may be caused by 'possible lead pressure.' Follow up is in process for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of pain upon bending over at the waist, and it was suspected that the ventricular lead may have been restricting the patient's movement. The patient's physician suspected that the pain may be caused by 'possible lead pressure.' It was further reported that follow up was attempted for additional information, but was unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.